Manufacturer narrative:
Devise passed the rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 alarm noted during testing.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump drive count or time values are incorrect because they either going fast or slow. Customer blood glucose reading was 6.5 mg/dl. Customer was advised high magnetic field can trigger the alarm. Troubleshoot was performed. Customer stated the alarm reoccurred during displacement. Insulin pump will be returning for analysis.